Event description:
It was reported that when the asymptomatic patient presented in-office for a post-op visit, increased capture threshold was observed. The lead was explanted and replaced without complication.